Manufacturer narrative:
Cec adjudicated the event as myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, 4 resolute drug eluting stents were implanted; one 2.5x30mm and three 3.0x38mm. On same day as procedure, the patient suffered myocardial infarction.